Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the esc button on the insulin pump is not responding. The customer did not recall any significant events leading to the keypad issue just that the weather is humid. Blood glucose value was 100 mg/dl. Customer mentioned that on (B)(6) 2015 he woke up with morning sickness due to low blood glucose. He went from 90 mg/dl to 68 mg/dl and felt shaky. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to unlocked lcd keypad connector. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.